Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log was unable to be downloaded. Functional tests included use testing. The pump was powered up and an error code alarm message was displayed. It was found that the pump had a faulty micro processor board. It was also noted that the pump had pixel leakage on the upper left corner of the screen. The micro processor board and the pump's screen were replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to a faulty micro processor board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump screen had damage. No adverse patient effects were reported.